Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error during bolus and basel. The patient's blood glucose level was unknown at the time of the call. The customer stated they were driving at the time of the call and was wearing the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, prime test, excessive no delivery alarm test and motor tests. No motor error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners and a broken belt clip slot.